Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported that the surgeon fired the clips onto the cystic duct. The clips had either scissored or not properly formed. The case was completed with ussc endoclips. There was no consequence to the patient.